Event description:
When priming moog curlin infusion administration set with moog IV infusion pump, tpn fluid began to leak out of the inline air filter (a part of the administration set). I halted the process and called the home health agency (coram) and they will ship out a new/replacement bag of tpn and an administration set (very costly). When looking at the inline air filter, there seems to be a small 7mm white disk of material within the filter that is 'off center' from where it appears to be located in another administration set. I don't know if that is why IV/tpn fluid ran out of the air filter but it is the only difference I can see between the filter that failed/leaked and another one. FDA safety report ID# (B)(4).